Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing during atrial fibrillation (af) episodes. No therapy was delivered. Additional information was provided. The patient received an inappropriate shock for oversensing of af. Technical services (ts) reviewed the device data and it was noted the device is programmed in the alternate vector and there are very small r-wave signals. The patient has a history of af and it appears there is some af oversensing due to poor r-wave amplitudes. The field representative will collect data for primary and secondary vectors to review. Ts discussed the secondary vector looks best for amplitude, but they cannot see the p-waves and the patient is currently in af. It was advised to leave the programming as is and do a patient initiated interrogation in some time to run the tachy transitions. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing during atrial fibrillation (af) episodes. No therapy was delivered. Additional information was provided. The patient received an inappropriate shock for oversensing of af. Technical services (ts) reviewed the device data and it was noted the device is programmed in the alternate vector and there are very small r-wave signals. The patient has a history of af and it appears there is some af oversensing due to poor r-wave amplitudes. The field representative will collect data for primary and secondary vectors to review. Ts discussed the secondary vector looks best for amplitude, but they cannot see the p-waves and the patient is currently in af. It was advised to leave the programming as is and do a patient initiated interrogation in some time to run the tachy transitions. Additional information noted that that there was a request for non-sustained response tachycardia counter analysis. Device data was reviewed by engineering, and it was noted that one non sustained tachycardia transition since (B)(6) 2024. Ts also discussed noise in an atrial fibrillation (af) episode along with double counted premature ventricular contraction (pvc)s, which were happening due to non-sustained tachycardia response count being low. However, this was not causing inappropriate treated or untreated episodes. The s-ICD system remains in service. No additional adverse patient effects were reported.